Event description:
Allergan (B)(4) representative received two lap-band ports in an explants return kit. No return paperwork was included in the return kit and no pfn had been submitted at that time. This file is being created to capture one of the ports returned and a second file will be created to capture the other port received. Follow up with the surgeon(s), through the allergan (B)(4) sales territory manager is in progress and two pfn's will be filled out and forwarded to us upon completion. Follow-up findings: event is reported as, "lap-band prot removed due to leaking port." No further information will be provided by the facility.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests indicate no leakage at the access port or access port tubing. Analysis noted pulled material and evidence of coring of the port septum likely to have been caused by the use of a coring needle. Device analysis noted the band tubing was broken with striations consistent with surgical end cut for removal of the device. In addition, the labeling also addresses the following possible outcome of access port leakage: "caution: use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Do not use standard hypodermic needles as these may cause leaks. Use only bioenterics lap-band system access port needles." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."